Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed that on (b)(60 2014 at 06:11, there was a replace cartridge alarm that was confirmed six times. Insulin deliveries resumed when pump was primed on (B)(6) 2014 at 09:13 (3:02 hours of insulin deliveries interrupted). The pump was exercised with a 1.0 unit per hour basal rate for a 24 hour duration period. At the end of the duration test, the basal total daily dose correctly totaled 24.0 units. Typical usage alarms were recorded in pump history. The total daily doses added up correctly. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal delivery totals in the total daily dose record do not match the active basal program total. It was noted that the patient¿s blood glucose value was greater than 250 mg/dl but not greater than 500 mg/dl, with no signs or symptoms indicated. The reported bg does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.